Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. It was unknown that the auto mode feature was activated at the time of high blood glucose event or not. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer also reported blank display . Trouble shooting was performed and display returned back. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.